Event description:
The rate and volume to be infused independently changed. The pump was returned to the biomedical department with a verbal report from clinical setting that indicted that during set up and prior to patient use, the device independently changed the rate and volume to be infused. Dring testing at the user facility, the device intermittently changed the rate and volume to be infused. There was no reports of any adverse events while the device was in clinical use.